Manufacturer narrative:
Device was not avilable for examination. In-house investigation included review of device history records. The investigation indicated no evidence of manufacturing or material related issues that would have contributed to the event.

Event description:
It was reported that during removal of the catheter from the patient a piece of catheter broke off and remained in the vessel. The separated portion was retrieved surgically.